Event description:
Customer reports via phone that during a pt procedure the table would not go into trendelenburg. This facility has back up capabilities, but the physician was able to finish the procedure with the pt in a flat position. No additional pt or procedural details are available. No pt injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found the table would not move because the user had the monitors too far forward which was giving an error message on shroud display, as a crash potential. This was a safety interlock to prevent damage to table. Fse educated the facility that the table has to be high enough to use the trendelenburg because the table lowers during this movement, and protects itself from hitting the floor. Fse tested the unit and all table movements were fine. There was no defect or malfunction of the table, operator error. Completed service checklist (qsswi4.1-e) using as reference manual #4041004-n chapter 6. Returned to customer for service.